Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high and low blood glucose. Customer's blood glucose at the time of call was 52 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time was one hour behind. After troubleshooting, customer was advised to contact healthcare professional regarding blood glucose. No further information provided.